Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the right atrial (ra) lead exhibited low impedance resulting in a lead warning and a mode switch. Insulation damage was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the outer insulation was cut at 24.3 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.